Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the lesion was moderately calcified and 18mm in length. There was no vessel damage as a result of this event.

Event description:
It was reported that during a rotational atherectomy procedure, unstable speed occurred. The lesion was located in the right coronary artery (rca). The physician used the 1.50mm rotablator rotalink plus to successfully ablate the lesion for 20 seconds. The rotalink plus then accelerated to 200,000 rpm whereas it had been 'platformed' to 160,000. The rotalink plus was removed without complications. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)